Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during equipment use, the cs300 intra-aortic balloon pump had an automatic inflation failure. The department replaced the equipment itself, and no personal injury occurred.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Tests revealed that negative pressure was insufficient. To fix the issue, the fse replaced the kit 5000 hr prevent maintenance. All functional tests were carried out on the equipment according to factory specifications.

Event description:
N/a